Manufacturer narrative:
Unit powered up properly after battery installation. Proceed it by using a new battery cap and a new battery. Proceeded with the following testing to assure proper functionality of the unit. The pump passed the sleep current test and active current test. Pump failed self-test due to corroded battery tube. Unit was monitored and no frozen screen noted. Unit was downloaded successfully using thump software. Successfully uploaded files on carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. During download history review multiple failed batt test were recorded on (B)(6) 2024 from 12:05:45.000 until 12:29:36.000. Unit was cut open and perform a visual inspection. Per visual inspection found moisture damage on harness assembly vibrator and battery tube. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay. In conclusion, customer concern for frozen screen and blank display were not confirmed during analysis. Vibrate anomaly confirmed due to moisture damage on the harness assembly vibrator. Failed batt test confirmed due to corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer reported a frozen display. The customer called back after resting the pump for 2 hours and replacing the battery. Frozen display continued. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.